Manufacturer narrative:
Correction: h6: field should reflect non return codes.

Event description:
It was reported that a patient presented remotely with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that corrective programming changes were made. No adverse patient consequences were reported.